Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-2324pslc peek swivelock anchor broke during insertion. This was discovered during a subscapularis repair procedure on (B)(6) 2025. Additional information was received on 11-dec-2025: during the procedure, all fragments related to the issue were successfully retrieved from the patient. To complete the case, a new ar-2324pslc peek swivelock was used. The event resulted in an approximate three-minute delay. It is unknown whether any additional anesthesia was administered to the patient.